Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a skin irritation on the left arm and around the armpit where ECG electrodes are located. The skin irritation was red and skin was broken but there was no bleeding. A nurse placed gauze over the skin irritation. Follow-up indicated that the skin irritation was healing.